Event description:
Medtronic received information that 45 minutes post implant of this 23mm aortic bioprosthetic valve, it was reported that the patient was brought back to the operating room due to excessive mediastinal bleeding and drainage. Once in the operating room, a moderate clot was discovered at the aortic root. Th clot was removed and 2 sutures were placed. Coagulation and 2 units of blood transfusions were given. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.